Event description:
It was reported that the trek dilatation catheter was inserted in the first lesion and was inflated successfully. The indeflator was used to deflate the balloon catheter; however, it failed to aspirate the air/air bubbles from the balloon. During use of the same trek dilatation catheter in the second lesion, no contrast was visible because air remained in the balloon and when the balloon was pressurized further, a dissection occurred. There was no reported treatment for the dissection and a non-abbott indeflator was used to complete the procedure. There was no clinically significant delay in the procedure reported. The patient's condition is stable. No other information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not reported. A follow-up will be submitted with all relevant information. The trek dilatation catheter is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and a query of the complaint database of the reported lot could not be conducted, because the lot number was not provided. Based on the lack of information related to the lot, and the absence of a returned device, a cause for the indeflator leak cannot be determined.